Event description:
Pt had anodyne tx to foot for peripheral neuropathy for the 13th time. Upon returning home later that evening from outpt care, he noticed a blackened area. Later identified as a burn to his foot supposedly caused by machine.